Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a pulling/tugging sensation at the lead site along with positional shocking. The plan was to retrial the pt with octad leads to see if they provided better coverage and decreased the shocks. Further info is being requested from the hcp.